Event description:
Sales representative, on behalf of doctor, reported left side "ruptured per MRI." The device has been replaced.

Manufacturer narrative:
Additional phone number: (B)(6); (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "ruptured per MRI."

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion . A microscopic analysis was performed which identify crease sharp opening in the posterior and non-penetrating nick(stress marks). Based on the device analysis the final assessment is: a-crease sharp opening in posterior assessed to a fold flaw opening. -non-penetrating nick(stress marks).

Event description:
Sales representative, on behalf of doctor, reported left side "ruptured per MRI." The device has been replaced.